Event description:
It was reported the customer received a blank display. Customer also stated there was a closed circle along with a beeping anomaly on their insulin pump. It was also found the customer's buttons were unresponsive on their keypad. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display followed by an unexpected constant audio tone, problem isolated to lcd board. Unable to verify frozen screens due to blank display. Insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.